Event description:
It was reported patient underwent a nailing procedure on (B)(6) 2014. Subsequent radiographs revealed fracture of the patient's bone and of the nail implant. It's alleged that the implant fracture was due to the patient's bone not healing (non-union) and having to bear the patient's full weight instead of being load sharing. There are no plans to remove the implant as it is not causing the patient any pain. It is unknown how the bone fracture will be treated.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.